Event description:
It was reported that the screen of the device suddenly turned black and that rebooting the device did not remedy the issue. The device was then replaced in a controlled maneuver. As per report, no consequences to the patient have occurred.

Manufacturer narrative:
This is a correction of the previous report. The model no. Was corrected. As the affected primus, serial no. (B)(6), was produced in september 2011, a unique device identifier (UDI) is not required.

Event description:
It was reported that the screen of the device suddenly turned black and that rebooting the device did not remedy the issue. The device was then replaced in a controlled maneuver. As per report, no consequences to the patient have occurred.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the device and potential repair measures; no further information was provided upon request. This does not allow a case-specific evaluation; the reported event can neither be confirmed nor denied. The primus anesthesia workstation is 12 years old and, status of repairs and preventive maintenance is not known to dräger. A reliable conclusion in regard to the root cause for the event is not possible; the wear-and-tear related end of life of a specific component such as e.g. The backlight of the display after such long period of use would not be considered unusual. Other explanations may however apply as well. The following can be concluded: when the screen turns black during use, ventilation continues but the user is likely unable to execute changes in settings, alarms are executed only visually. The device must be operated under constant supervision of a trained user who will immediately recognize the issue. If indeed a complete loss of function had occured, the device design would allow manual ventilation including gas dosage via the built-in breathing bag. H3 other text : device not available for evaluation.